Event description:
Senseonics was made aware of an incident where user reported discrepancies between their bg and sg values.no injury or medical intervention was reported.the case was escalated to next level support for further assistance.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported discrepancies between their bg and sg values. The case was escalated to next level support for further assistance. Upon review, it was determined that the user's system was continuing to adjust after insertion. The user was advised that some variability is expected within the first few days and they were given the expectation that system performance should improve. The user was advised to allow the system time to adjust and encouraged to reach back out if issues persisted.